Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the eyelet of the catheter was too large. The patient experienced self-limited bleeding and irritation.

Manufacturer narrative:
Received 5 urological catheter lot samples. The reported event was unconfirmed. During the visual inspection, the samples were examined and did not find any defects. Per the dimensional evaluation, the eyes were measured and were not found to be too large. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the eyelet of the catheter was too large. The patient experienced self-limited bleeding and irritation.